Event description:
It was reported that the device had an unexpected longevity as the device has reached eri (elective replacement indicator) in three years and four months. The device was removed and replaced. It was also reported that the right ventricular (rv) lead had extraction difficulties. It was noted that the stylet could not pass completely to the tip of the rv lead and attempts to retract the helix were unsuccessful. Also a locking stylet was placed in the rv lead and could not pass into the distal coil. The physician decided to cap and replace the lead. A new single coil rv lead was then placed. However, high dft's (defibrillation threshold testing) failed to defibrillate the patient; patient's anatomy was suspected. The new rv lead was then removed and replaced with a dual coil rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and analysis of the device revealed normal battery depletion; meets expected longevity. (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion; meets expected longevity.